Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the company representative that the customer required emergency medical services within the past few months for a low blood glucose level. Customer's blood glucose was in the 20's mg/dl. Customer stated that she had 4 seizures since (B)(6). Customer declined speaking with the helpline.